Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported during implant, the right ventricular lead had poor sensing values and attempts to place the lead were unsuccessful. The lead was attempted and not used. A new right ventricular lead was implanted. No patient complications were reported as a result of this event.